Event description:
The user facility reported via medwatch (B)(4) that following the completion of a patient procedure, user facility personnel commanded their cmax surgical table via the hand control to level however, the table tilted to the left. The user then commanded the table to tilt right so the table would be level. Once the table was leveled, the user activated the level button and again the table tilted to the left. No report of injury.

Manufacturer narrative:
The date of the reported event was (B)(6) 2023. A steris service technician arrived onsite to inspect the cmax surgical table subject of the reported event on (B)(6) 2023, for a service request "not leveling. Back sensor issue." The steris service technician was dispatched onsite for a service request and was not made aware that the event occurred during a patient procedure. Steris was not made aware that the reported event occurred during a patient procedure until the receipt of medwatch (B)(4) on september 28, 2023. The steris service technician inspected the cmax surgical table and found that the back section sensor assembly required replacement. The technician repaired the cmax surgical table, tested it and confirmed it to be operational. The steris service technician returned to table to service, and no additional issues have been reported. The cmax surgical table was installed at the user facility in 2007 and is serviced and maintained by the user facility's biomedical department.

Manufacturer narrative:
UDI related data quality updates only: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.